Event description:
Reportedly, during testing, it was noticed that when the fio2 was set to 21%, the display showed 7%. When the oxygen sensor calibration was performed, it failed. Replacing the oxygen sensor resolved the issue. There was no patient involvement in this case.